Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing of the device. The results of the non-invasive blood pressure (nibp) function testing produced accurate results. No issue with device found. The device was returned to use.

Event description:
It was reported that the blood pressure (bp) continues to inflate, but no results are provided. The device was in use on a patient at the time of the event. There was no adverse event reported.